Event description:
I have used fixodent and or poligrip since 1993 until 2009. I have experienced numbness and tingling in my hand, legs, and feet, seizures, weakness, loss of job. Dose or amount: denture cream; frequency: twice daily; route: oral. Dates of use: 1993 to 2008. Event abated after use stopped or dose reduced? No.